Event description:
It was reported that the patient underwent a single level plif at l3-l4 with revision of previous posterior instrumentation at l4-s1 using infuse bone graft/peek implants supplemented with posterior fixation. Approximately 6 weeks post-op, the patient complained of acute onset pain both legs on the posterior side from leg to buttocks. No numbness or weakness. It was reported that MRI showed two fluid collections extending across the l4-l5 level. Fusion was observed to have occurred from l3-s1. A reoperation was peformed approximately 2.5 months post op to explore the wound and drain the fluid colection. The fluid was straw colored. Patient still complains of back pain, but leg pain has resolved, and symptoms have gradually improved. Although it is unknown if the implants or infuse bone graft contributed to the reported event, we are filling this MDR for notification purposes.